Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of crystallization on the scope cover, knobs, and handling section is due to device deterioration, however the most probable cause of crystallization could not be established. The most probable cause of corrosion at the suction port and water/airport, as well as the image displaying snowflakes, is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited corrosion at the suction port and water/airport. Additionally, crystallization was noted on the scope cover, knobs, and the handle. There were also snowflakes discovered in the image. There was no patient involvement.